Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the heart lung console batteries would not fully charge. The user stated, the system had not been used in 6 months. The device was used for the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to a pt as a result of this event.